Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer reports that when using the valve sheath that comes in the palindrome sportpack, it sucked air in and caused an air embolus during the catheter insertion. After further investigation, it was uncovered that they may have been using the blue stylets in addition to the valve sheath instead of the sheath alone. They did not properly clamp the arterial and venous lumens of the catheter as well. Customer stated that patient coded but did not elaborate on the details.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Attempts have been made to contact the customer in order to obtain additional information into the alleged reported complaint. No additional information has been made available at this time.